Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. At the completion of the clinical assessment, due to the lack of diagnostic images, clinical was unable to find substantial evidence to support the following event of 3b endoleak, however the intervention was confirmed. As such, event determination, off label conditions, related patient harms and patient disposition could not be independently assessed. The final patient status was reported of being stable. The type 3b endoleak is most likely device related due to the use of strata material. A root cause investigation was carried out for all afx complaints having an identified failure mode of a type iiib endoleak. Endologix implemented the following corrective actions with the intent of reducing type iiib endoleak events; 1. Upgraded graft material (i.e. Duraply) and 2. Updates to the IFU and additional physician training. The change to duraply graft material and the IFU changes were put in place july 2014. No additional investigation of this reported event is planned however if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. Device iteration is afx with strata.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient was initially implanted with a bifurcated stent graft, two (2) infrarenal stent graft extensions and a limb stent graft extension to treat an abdominal aortic aneurysm (aaa). Approximately 5.5 years post initial procedure, a type 3b endoleak was discovered during a routine follow-up visit. A secondary procedure was completed. The physician elected to reline the original implanted devices with another bifurcated stent graft and two (2) ovation ix stent graft extenders which successfully resolved the reported type 3b endoleak. The patient was reported as doing fine post secondary procedure.